Event description:
The hospital reported that during a coronary artery bypass procedure, the seal cracked during loading. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned without the loading device. The seal and the tension spring assembly were inside the delivery tube. The seal was rolled but extended more than halfway outside the tube. The seal was cracked closer to the center ring. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported failure "seal cracked during loading" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).